Event description:
(B)(4): a patient reported they had experienced a loss or change of therapy. The patient reported they were going to the bathroom more than regular and needed assistance with adjusting stimulation. The patient did not feel stimulation and therapy was on. It was noted was on program 1 at 2.5 v and the increased stimulation to 2.7 v and the patient was feeling stimulation vaguely. The patient noted she increased stimulation to 2.5 v on the night previous to the call, but it didn¿t seem to help her symptoms. It was noted the patient had a fall in (B)(6) that could be related to the issue. It was noted the patient was going to the bathroom more than regular on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.